Event description:
It was reported the patient experienced a loss of therapeutic effect; the patient could not drive her car, swim, or shop without being in pain. The patient experienced pain in her foot and right leg. It was noted the patient felt her new device did not work as well as her last device and it had not since day one. It was also reported the patient had a lead revision because her lead had migrated. Additional information received the next day reported the patient met with a manufacturer representative for reprogramming. The representative was able to program the patient's stimulator so that paresthesia just covered all the areas the patient normally described as painful. It was noted the patient felt paresthesia in appropriate areas but the patient felt the paresthesia had no effect on her pain. It was also noted the patient thought she may have had a vertebral fracture that may have been contributing to her present pain experience. The patient's stimulator was reprogrammed using a new electric combination with the hopes that this would account for any degree of neuroplasticity. The patient was going to utilize the stimulator for a week and let the representative know how things were going. It was also noted diagnostics were run on the stimulator and all electrodes were within normal range. Additional information received approximately 2 weeks later reported the patient still had concerns regarding her device and therapy but she was working with her physician and manufacturer representative. Her next appointment date was scheduled for (B)(6) 2012. Additional information received approximately a week later reported the reprogramming did not offer the patient sustained benefit. The patient was going to seek a second opinion from her physician. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type - lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type - lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type - recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type - lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type - lead. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).

Event description:
Additional information received indicated that there was patient injury and that the tip of her spine was "crushed into a ball." It was reported that this stimulator had never worked, "but it was not really the unit, they had reprogrammed it and reprogrammed it, but nothing would work on the sciatic nerve until it was out of that damaged area." It was reported that the patient was having "a lot of trouble." It was stated that "major surgery" would be performed on her, and she was waiting to hear when the date would be. It was stated that patient's hcp (healthcare representative) had told her that he didn't want to take the ins (implantable neurostimulator) out, and "he had a 50/50 chance that the sciatic nerve wasn't damaged too bad, and he had said that the ins might take care of any discomfort that the patient had. If not, there was a manufacturer representative that could sew paddles into the spine and try that, because it was a much stronger unit and it was sewn in." It was stated that "there was a lady, and she had it set up at 5 or 6 hundred (5.00v or 6.00v) and the patient couldn't stand that her whole body seemed like it was shaking," and that the patient was told "she was just going to have to live with it to cover the pain, but it didn't cover the pain at 500 and it was way up and she couldn't feel her leg and had to drive her car home using her cane because her right leg was so bad she couldn't use it." It was stated that at the time of the report the patient had it at 2.20v or 2.40v and that the pain she was getting was "the sciatic nerve." It was stated that the patient was told "the sciatic nerve was mashed in this break and the hcp had to go in and get the nerve out."